Manufacturer narrative:
(B)(4). Reported event of fiber connector overheats. Reported event of burn to the nurse. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was dornier 20 watt with laser settings of 0.8 joules and 8 joules. According to the complainant, during the procedure and outside the patient, the connector was hot to touch and laser fiber had no aiming beam and it would not work. The nurse had a mild small spot burn on the index finger and thumb and was treated with ice. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage noted along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. Laser energy through a fiber that was broken within the connector will cause the sma connector to heat up. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on august 22, 2016 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on august 17, 2016. Reportedly, the laser unit used was a lumenis powersuite 100w and laser settings of 0.8j x 8hz. According to the complainant, during procedure when the nurse unplugged the laser fiber from the laser unit, the laser fiber connector overheated and burned the nurse¿s finger. The minor burn was treated with a cold pack. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.